Event description:
It was reported that after a battery change out, while the patient was in the recovery room, a musical sound was heard by the patient coming from the device. A lead impedance warning for the right ventricular and atrial leads was being generated, even though all measurements were good. The warning caused confusion and the reporter wanted to know why the warnings were occurring. The warning message was identified as an alert that had been triggered during the implant procedure that had been stored in the device's memory. The caller was advised to perform a standard post-procedure device interrogation in order to clear the alert. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.